Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was re-strapped during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had a charger failure error message at boot up. No patient injury was reported.